Event description:
It was reported that the patient experienced a ventricular tachycardia. Upon review of electrograms it was noted that the ventricular tachycardia may have been triggered by the pacing of the implantable cardioverter defibrillator. No device intervention was performed but programming changes were discussed. No further episodes were noted. Patient was stable and will continue to be monitored.